Event description:
Loaner staff of stryker (B)(4) noticed that the grip of green part was come off after it was returend from the hospital.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding santoprene handle degradation was reported. The event was confirmed. Method & results: -device evaluation and results: visual analysis confirmed the reported event. The handle was returned degraded. -medical records received and evaluation: not performed because patient factors did not contribute to the reported event. -device history review indicated all devices accepted into stock met specification. -complaint history review indicated there have been other events associate with the reported lot. Conclusions: a CAPA was initiated on oct-2010 because a series of complaints were received for triathlon instrumentation where green santoprene over-mold handles have been reported to be degrading, becoming sticky and unstable. This event was determined to be under the scope of that CAPA. Refer to the CAPA record for more details. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
Loaner staff of stryker (B)(4) noticed that the grip of green part was come off after it was returend from the hospital.